Event description:
The customer reported receiving intermittent differential (diff) vote outs for the abnormal control level ii 5c on a coulter hmx hematology analyzer with autoloader after preventive maintenance had been performed. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(4). The event and the fse visit occurred in 2014.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found low diff particle counts. He ran latron in service mode and made changes to the laser alignment, which optimized latron values. The instrument was giving pc count time and flow cell clog errors. Fse found that stabilize lyse tubing was switched at pinch valve pv 50. While running the instrument, the hemoglobin (hgb) lamp produced several errors. He observed the white blood cell (wbc) while running a sample and noticed that there were a large amount of bubbles in the bath. He checked the diluent dispenser pumps; both had a large amount of air bubbles in them. Both the wbc and red blood cell (rbc) dispenser were replaced. (B)(4).